Event description:
It was reported by the patient via social media that her vns was put in wrong. She said that her wire vertically entrapped her vagus nerve. She would get shocked when she swallowed at times or touched a grocery cart. She also reported that when her vns was being titrated up, it triggered asthma attacks and she had to go to the ER. Later, the vns was removed, but the patient's voice turned into a whisper. After vocal cord injections and speech therapy, her voice came back but she couldn't sing. The current report captures the asthma and other stimulation related events reported as part of the story. MFR. Report # 1644487-2019-01280, captures the report of voice alteration after device explant.